Event description:
It was reported by patient's legal council that patient underwent a total hip arthroplasty on (B)(6), 2011. Revision procedure was performed in 2012 allegedly due to increased metal ion levels and undefined complaints. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Explant date - 2012 (exact date unknown). Initial reporter - unknown. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.